Manufacturer narrative:
D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® lh 102 i.u. Plus blood collection tubes, the stopper of an unspecified number of tubes appears thicker or harder, causing needles to pop off during filling. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 4 photographs for investigation. Evaluation of the photographs show evidence of collapsed tubes and tube push off. However, no defective molding stopper was observed from the photographs. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Evacuated, plastic blood collection tubes will collapse if subjected to elevated temperatures (in excess of approximately 55 oc). This can happen during the assembly process, when shelf-packs are shrink-wrapped using heat; or post manufacture, during transportation/storage. This complaint has been confirmed for the indicated failure modes collapse and tube push off. This complaint has not been confirmed for the indicated failure mode defective stopper molding. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® lh 102 i.u. Plus blood collection tubes, the stopper of an unspecified number of tubes appears thicker or harder, causing needles to pop off during filling. No adverse impact was reported regarding the patient or user.